Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a mesh placement procedure on (B)(6) 2016. According to the complainant, during the procedure, while suturing the sacrospinous ligament, the capio carrier broke off the device. The detached piece was "unretrievable" and left inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned capio revealed that the carrier detached and was not returned. The nitinol wire is out of its normal position, but has crimping marks indicating the crimping process was performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and no anomalies were found. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a capio device was used during a mesh placement procedure on (B)(6) 2016. According to the complainant, during the procedure, while suturing the sacrospinous ligament, the capio carrier broke off the device. The detached piece was "unretrievable" and left inside the patient. There were no patient complications reported as a result of this event.